Manufacturer narrative:
Patient information, patient identifier = sid= (B)(6). There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg result on one patient. The results provided were: on (B)(6) 2021 sid (B)(6) =87.77 miu/ml (>or=25.00 miu/ml=positive) /repeated same specimen sid 500951=<1.2 miu/ml (<or=5.00 miu/ml=negative) there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data and in-house testing of architect total b-hcg reagent lot 21034ui03. A review of complaints determined that there are no trends for the product for the complaint issue. However, lot 21034ui03 review determined complaint activity was increased for this complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The overall performance of architect total hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. In house testing determined that the specificity performance is not negatively impacted. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent lot 21034ui03.